Manufacturer narrative:
(Complaint number: (B)(4)) received 1 pc 450082/17b14u (and 1 pc 450099/unknown batch, not part of complaint) for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and sample to our supplier for investigation and comments. Documents of the concerned batch were reviewed and there is no documentation which indicates a deviation. Retain samples were visually inspected and no defects were observed in the safety parts for any of the checked samples. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force, pull force between stopper + protector and hub + protector (after lock) and return force (after lock) were all measured; all results were within specification. Functional testing was performed on the returned customer sample. All results were within specification. The complaint could not be confirmed.

Event description:
Customer states a nurse was unable to sheath needle completely when removing the needle from the patient's arm and was stuck with needle. The nurse was using two-hands. In a separate incident, the customer advised the needle stick occurred when a nurse was attempting to remove sponge covered tip during a syringe blood draw. Customer confirmed there was no life-threatening, impairment, permanent, or necessary surgical intervention with these incidents.